Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with a patient notifier for out of range atrial pacing impedance. The atrial lead was programmed off, so the device should not have been alerting for atrial pacing impedance. The device was reprogrammed. The patient is doing fine.